Event description:
It was reported that one of the patient's leads exhibited high impedances causing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted and replaced to address the issue. It is unknown which lead had high impedances.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000036423. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.